Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet pump experienced recurrent low blood glucose requiring frequent carbohydrate intake and oral glucose tablets, and requested trainer support for potential pump adjustment or reset. Symptoms included hypoglycemia and weight gain. Outcomes included daily hypoglycemic episodes without professional medical intervention or hospitalization. Investigation included troubleshooting and education by customer care and assignment for additional training. Investigation of this case revealed no device alarms, with cause of the hypoglycemia unclear and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.